Manufacturer narrative:
The reported failure was confirmed. Failure investigation was not performed on the returned part as the root cause was identified in a CAPA investigation as liquid ingress, specifically of cleaning solutions and related debris, can cause erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components. The button is also susceptible to contamination and shorts by liquid ingress and related debris.

Manufacturer narrative:
B4:04aug2021. In addition to the navigation ring not working, the customer also identified the navigation ring button was broken. The customer replaced the navigation button to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4:(B)(6) 2021. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the front bezel with navigation ring to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported the navigation ring does not work anymore. The customer can not make setting changes via navigation ring, only touchscreen. The device was not in clinical use. There was no patient or user harm reported.